Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an anterior cruciate ligament reconstruction surgery the rgdloop adjustable stnd was used and the white thread broke when reducing the loop to introduce into the graft to the femoral tunnel. As per the affiliate there was no damaged to the graft. No patient consequence and no surgical delay was reported. Also, as per the affiliate the implant was identified and was returned to the warehouse in its original box, warehouse manager was also informed. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the anterior cruciate ligament reconstruction surgery, the rigidloop implant was used, in which the white thread broke at the time of reducing the loop to introduce the graft. The device was received and evaluated. Visual inspection confirms that the white suture was frayed at the broken ends. This complaint is confirmed. The possible root cause that an excessive force or tension may have caused the reported condition. One other possible root cause, due to contact with a sharp instrument(clamp) during the procedure which damaged the suture resulting in it breaking. The fraying found on the returned suture could be an indication of this. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.   Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.